Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The technical support provided information on how to reset the pump and assisted the caller with the reset. After resetting, the malfunction code did not recur, and the customer was informed that they could continue using the pump, with instructions to call back if the issue reoccurred.